Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted due to infection. No further information was reported.

Manufacturer narrative:
Upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. There was no allegation from the physician that the infection was related to the lead or lead implant procedure.

Event description:
New information received indicated that the infection was believed to be related to the implant procedure of the lead. Patient was stable before and during the procedure. It was noted that the patient later expired due to unrelated reasons.